Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) for evaluation. However, a review of the device history record indicated the device met all inspection and test criteria prior to release. The reported event could be attributed to: jaws/blade subassembly damage or separation. Too much force or torque applied to instrument, or grasping/pulling. Scalpel blade tip or jaw broken or damaged, cleaning instrument or blade tip with abrasives. Applying pressure between instrument blade and tissue pad without having tissue between them. Keeping clamp arm open when backcutting or while blade is active without tissue between blade and tissue pad. Incidental and prolonged activation against solid surfaces, such as bone, metal or plastic. The instructions for use (IFU) states: "avoid contact with any and all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades." The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that a piece from the har36 broke and fell in the patient. They had to open the patient to remove the piece.